Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a failed transmitter error or the transmitter lost connection with the pump. Tandem technical support was unable to confirm reported issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.